Manufacturer narrative:
(B)(4).

Event description:
It was reported that a suture break occurred. A flexima¿ apdl was selected for use. During preparation, it was noted that the clear/yellow suture snapped when the pigtail was pulled. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.,eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The suture of the returned catheter was found clear/yellow appearance and also broken. The device has evidence of body fluids on its outer diameter, moreover the flexible cannula was returned inside the device. After removing the plastic cannula from the inside of the catheter, body fluids were noted along the inner diameter. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a suture break occurred. A flexima¿ apdl was selected for use. During preparation, it was noted that the clear/yellow suture snapped when the pigtail was pulled. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.